Event description:
It was reported that during device preparation the xience xpedition stent delivery system (sds) was removed from the coiled hoop and prepared outside the anatomy while the yellow protective sheath and stylet were still on the sds. This cath lab pulls negative pressure as part of their device preparation. When the sds was going to be loaded on the guidewire, it was noticed that the stent was not on the sds. There was no patient involvement. A non-abbott stent was used to complete the procedure without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4) - incorrect prep (preparing the device with the sheath still on). The device was returned for evaluation. The reported stent dislodgement was confirmed. Based on visual analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use instructs the physician to remove the protective sheath and mandrel prior to device preparation for use. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The stent implant was dislodged from the balloon, severely damaged and taped to the package when returned. There were crimp marks visible between the markers of the balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. While review of the lot history record revealed no non-conformances that would have contributed to the reported event, based on an expanded investigation, a product issue related to stent dislodgements occurring prior to use in the patient was noted. Further assessment/investigation of this issue per site operating procedures is currently ongoing. Corrective and preventive actions to address this issue will be conducted as appropriate and the performance of devices will continue to be monitored.